Event description:
Additional information received from the healthcare provider (hcp) indicating that the patient's weight was unknown at the time of this report. It was also reported that the patient 'was not overdosing, poor understanding of dosing the pump and unrealistic expectations'. It also was indicated that pump dosing had been adjusted. Additionally, a catheter study would be done by another provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported by the patient that 'after implant, they stayed at hospital for 2 weeks and they were told pump would relieve spasticity, but last time I went in, on august 23rd, the doctor said they've never seen anyone with spasticity that bad before.' It was further reported that patient had pump for a year and stated 'supposedly I'm overdosing myself'. It was further stated by the patient, 'I'm at 440 now, but for several months, I went and we reduced it and started coming down, and then spent weeks going up.' The patient stated that they don't have any external equipment so they are unsure how they are overdosing themselves, and wanted to get a second opinion. Patient also stated 'I prepped their back for pump implant surgery, but they moved it from the back to the left side of my stomach and changed the size of the pump. It was reported that the healthcare provider (hcp) stated they'd 'put the catheter farther up'. It was further reported that due to the location change at the last minute, the hcp said he couldn't adjust the catheter because the patient was changed to a different position on the table. The patient talked with them to see if the catheter can be adjusted to cover those areas I need, but want a second opinion for a pump managing physician.' Patient services redirected to hcp.